Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the medication was spilling out at the side of the syringe, near the top of the syringe on the end, where the plunger inserts. The customer believes, it must have been near that end because he was able to draw up the medication fine, with no apparent problems or cracks. The medication shot out from the side of the syringe. There were two streams from the same general locations, which implies a crack of some sort. The patient was administered ativan 2 mg with haldol 10 mg (a total of 3 ml). The patient did not appear to get any of the medication that was administered, and the staff stopped injecting about halfway through the syringe being emptied. The patient appeared to suffer no consequences other than an extra poke.